Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the physician deployed a pc400 coil and decided not to use it. Upon removal from the patient, the pc400 coil became stuck in the microcatheter. The pc400 coil was successfully removed from the catheter. The same incident occurred twice more using pc400 coils. The procedure successfully continued using another coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00173, 00180. The hospital discarded the device.